Event description:
On (B)(6) 2012, the pt was implanted with a conformable gore tag thoracic endoprosthesis. On (B)(6) 2012, the pt was implanted with two add'l conformable gore tag thoracic endoprostheses.

Manufacturer narrative:
Results: a review of the MFR records for the device verified that the lot met all pre-release specifications.